Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer found occlusion was related to the cartridge. The infusion set and cartridge were changed. Insulin therapy was resumed. Blood glucose was 266 mg/dl.